Manufacturer narrative:
The returned sample consisted of 3/16" piece of round silicone drain approx. 2 and 5/8" long. The break was noted near the first drain hole. Microscopic exam showed break area to be ragged and torn. Small tears were noted extending into the tubing walls at base of break. Exam noted what appeared to be a small nick/cut at base of break. Although the exact cause of the break could not be determined, the type of break observed appears consistent with that seen when drain penetrated w/ a sharp object.